Event description:
A patient was treated on an unknown date for an acromion fracture with tension wires and screws. Subsequently, the patient returned to the surgeon complaining of pain. Examination and x-rays revealed a non-union of the acromion. The patient was returned to the operating room for removal of all hardware, which was reportedly intact. The patient was revised to two (2) 2.7 mm locking compression plates and screws. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.